Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest tightness, chest pain, and shortness of breath. The bedside echocardiography showed pericardial effusion and pericardiocentesis was performed . The patient¿s old age and thin atrium walls led to micro-perforation of the atrium. The right atrial (ra) lead was explanted. No further patient complications have been reported as a result of this event.